Event description:
It was reported by service report that the cot has damaged pivot covers, a bent cross bar, a bent right retainer plate and damaged retainer plate cover, the lift here label was not legible, and the crosstube spacer was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot has damaged pivot covers, a bent cross bar, a bent right retainer plate and damaged retainer plate cover, the lift here label was not legible, and the crosstube spacer was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the bent cross bar and cross bar spacer did not affect integrity or functionality of the cot. The bent right retainer plate and cover only resulted in cosmetic damage to the cot and did not affect integrity or functionality of the cot.